Manufacturer narrative:
X-rays were sent for review. The surgical technique provided with the recap acetabular shell used with this magnum modular head specifies an orientation which has an inclination angle of 45° and anteversion of 20°. The post-operative radiograph taken on the (B)(6) 2008 has been analysed and the cup inclination angle has been determined to be 49.9°, which is higher than specified in the surgical technique. An increase in the inclination angle would reduce the coverage of the head and has previously been shown to lead to contact of the head on the rim of the shell, and subsequent loading of the shell¿s edge. The possible edge loading here may be the cause of the wear evident on the modular head, as described previously. It may also have contributed to the reported ¿hip noise¿ through a resulting breakdown in lubrication.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Product has been requested to be returned. Upon return of item and completion of evaluation, a follow-up report will be sent to the FDA.

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2008. Revision procedure was performed on (B)(6) 2014 due to discomfort and hip noise. Only the head and taper adaptor were revised. No other information has been received.

Manufacturer narrative:
The returned components were revised following a report of ¿discomfort and hip noise¿; although detail on the type of discomfort and noise was not provided. The femoral head has evidence of stripe wear across it¿s articulating surface, which has been shown in the literature to have a relationship with the positioning of the components. However, without further information or the provision of radiographs for assessment of component positioning, size and alignment, a definite root cause of failure cannot be determined.